Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by surgeon used hem-o-lock to clamp vessel? Please provide more detail regarding what hem-o-lock is. Is hem-o-lock a competitor product? How was case completed? Was cholangiogram done on procedure? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Was clip fired over another clip or hard structure?

Event description:
It was reported that during a cholecystectomy procedure, when the clip goes out of the clip applier it comes crossed at the end. The surgeon needs to use hem-o-lock to clamp the vessel. It is unknown how case completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Is device being returned for analysis? Yes. What is meant by surgeon used hem-o-lock to clamp vessel? Please provide more detail regarding what hem-o-lock is. Is hem-o-lock a competitor product? Yes. How was case completed? With hem-o-lock. Was cholangiogram done on procedure? No. Which firing of the device did this event occur on? Between 4th and 6th. What vessel or structure was the device fired on at the time of the event? In the cystic artery. Apparently the clip is well positioned in the artery, however when the surgeon cut the artery is bleeding. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. The analysis results found that the er320 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.